Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient was in the ER (emergency room) and felt his pump may be ¿out of position¿. The patient also thought he was more spastic. The potential increase in spasticity began suddenly on (B)(6) 2019. No date was provided with regards to when the patient felt the pump was out of position. The hcp had very little history or other information. Per the hcp, the patient had anxiety as well, so they were not sure if that might be cause versus a pump issue. They were planning to monitor the patient and decide later whether or not to page someone to come and check the pump. No further complications have been reported as a result of this event.